Manufacturer narrative:
D3-date of event is estimated.

Event description:
It was reported patient is unable to receive effective therapy since the lead was damaged during a procedure. Programing has been unable to solve the issue. As such, surgical intervention may be pending to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.